Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning on the patient's right ventricular (rv) lead for high impedance. There was also evidence of oversensing of noise. The lead impedance has been high for over 12 months with first lead warning occurring about a year ago. There were no changes made and the rv lead remains in use. No patient complications have been reported as a result of this event.